Manufacturer narrative:
The lead segment was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that noise was noted on the pace/sense electrograms (egms) of this right ventricular (rv) lead. Approximately two seconds of pacing inhibition was observed as a result of the noise. Pocket manipulation, isometrics and valsalva maneuvers could not reproduce the reported issues. A review of the stored episodes noted over 4000 atrial tachycardia response (atr) and anti-tachycardia pacing (atp) episodes. The patient had reported receiving several shocks approximately five months ago but did not know the reason for the shock therapy. The caller believes the patient has undergone a av node ablation and was inquiring about programming options to resolve the clinical observations. A revision procedure was performed and the pace/sense portion of this lead was removed from service. A new rv lead was implanted without further incident.